Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on a cruise experienced recurrent hypoglycemia while using the ilet, stated that a prior reset had been performed, and requested another reset because she believed her settings were too aggressive. Symptoms included feeling low with a documented blood glucose of 67 mg/dl for a couple of hours. Outcomes included self-management with oral glucose sources such as candy without need for medical intervention or hospitalization. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed cause of hypoglycemia was unclear with no device malfunction confirmed. It was concluded that the event represented user-experienced hypoglycemia of undetermined cause without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.